Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet there was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use pump for insulin therapy, while a replacement pump was sent out.